Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that her managing health care professional (hcp) turned the stimulation off on 2015 (B)(6) because, she was getting too much shock. It was unclear what the next steps the managing hcp would take but the patient wished to have the device removed. Her previous hcp and manufacturers' representative (rep) told her that if she removed the device, her kidney will shut down, however, her current managing hcp noted that it will not happen and it was okay for her to remove the device. The patient had a follow up appointment with her managing hcp on 2015 (B)(6). Additional information from the rep noted that he did not tell her not to have the device removed but the hcp did. He also reported that he was not aware of any shocking sensation. The patient had a learning disability. The rep's only knowledge was that the patient was discharged from the previous physician.

Event description:
Additional information from the consumer reported she saw the doctor (B)(6) 2015 and the dr. Told her she was doing better with the implantable neurostimulator off. The patient had the implant off for about a month.

Event description:
Additional information received from the patient reported that she would like an explant but the two health care professionals (hcps) she had seen had wanted to keep giving the implant a chance. It implant was off and she could not/had not touched it.

Event description:
Additional information from the consumer reported she did not feel stimulation and the therapy was on. She had accidents and was not feeling stim on program 1 at 2.1v. She increased to 2.5v and was not feeling stim. She wanted to see if it will help with her accidents; she was leaking. Further information from the consumer reported, she wanted the whole thing removed. She did not feel stimulation, therapy was on and the situation was not resolved. Her stimulation was set at 2.5v; she increased it to 2.6v and it was painful. She turned it down to 2.5, she could feel stim and it was comfortable. Urinary incontinence was reported. The patient stood up on the night of 2015 (B)(6) and urine ran down both her legs to the floor and she did not appreciate it. The therapy never helped her. With regards to the urinary accidents resolution, the patient noted not to take the battery out. No further information was provided.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0jhcs, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that there was a loss or change in therapy. The patient experienced a loss of stimulation sensation and had 9 accidents. They did not feel stimulation. Stimulation amplitude was increased and the patient felt stimulation in the correct area. She increased stimulation from 1.7 volts to 2.1 volts and felt stimulation sensation comfortably. This occurred in (B)(6) 2015. They wanted the device out. She told the health care professional (hcp) to take it out and he refused to take the device out. On (B)(6) 2015, the patient stated she wanted it to work again like it used to. There was an appointment with a new hcp on (B)(6) 2015. The patient was currently on program 3 at 3.1 volts. When the patient programmer was used, it was actually on program 3 at 1.8 volts and the patient could not feel stimulation. There were no falls or accidents. Stimulation was then increased to 2.4 volts and reported stimulation as comfortable. It was later reported on (B)(6) 2015 that the adjustment made on (B)(6) 2015 did not help with symptoms. The amounts of accidents varied. The patient did not want to increase stimulation and monitor symptoms. No one told her that she would have to make adjustments and she just wanted it to work. On (B)(6) 2015, the patient still had a loss of stimulation and a loss of therapeutic effect. There was a return of symptoms. The patient tried to use the programmer before and had noticed the poor communication screen. There was no telemetry and new batteries were tried. She could not recall when she first noticed it. The patient wanted to increase stimulation because she was not feeling it and had a return of symptoms. The programmer was not connecting to the ins. They were able to connect to the ins without the antenna but not with it. They were on program 3 at 2.4 volts and verified stimulation was on by noting the lightning bolt in the upper left hand corner. The patient increased to 2.7 volts and stated that it was comfortable sitting and standing. They would continue to track their symptoms. She had an appointment to see a new hcp at the end of august. On (B)(6) 2015, the patient was in pain. There was pain across her crotch at the stimulation point. They had already decreased, the pain continued, and she wanted to change programs. The patient programmer connected and reported stim to be on with program 3 at 2.9 volts. They decreased stim to 2.6 volts and this helped the reported pain. The programs were not changed. The patient wanted to keep the old patient programmer until she met the new hcp to accurate program new settings. The new patient programmer connected and functioned normally. It was later reported via the patient that they experienced painful stimulation located in the vaginal area in august . The change in therapy/symptoms was sudden. The therapy was confirmed to be on. The patient attempted decreasing amplitude but that did not eliminate the uncomfortable stimulation and pain was still felt with stimulation. When the patient was assisted in changing to program 1 at 2.1 v and the patient no longer felt pain. The patient stated that the therapy never worked since implant; however, she did have success with therapy during trial. The patient felt stimulation. It was recommended that the patient consult their health care provider (hcp) about having the device removed. An appointment was scheduled with the hcp on (B)(6) 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.